Event description:
The international customer sent the v60 vent to the international service center for repair on 09/02/2016 due to ¿alarm failed¿ occurrence. There was no patient involvement .

Manufacturer narrative:
The unit was received, tested and evaluated at the international service center on 09/26/2016 for the alarm failed report, and the customer also sent the unit to the service center on 12/09/2016 for routine periodic maintenance. During those two instances, the unit had no malfunction identified related to pressure regulation. No parts were replaced related to pressure regulation issue, since unit passed all testing and no pressure malfunction was identified.